Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch reports # 2032227-2014-56344 and 2032227-2014-56356.

Event description:
It was reported that the customer was trying to deliver a bolus with the insulin pump and it would not deliver insulin. The customer stated she tweaked the infusion set and was able to get insulin to exit the tubing after disconnecting the reservoir and pushing with the plunger. The customer further stated she tried to prime the tubing to 2.5 units and no insulin came out. Her blood glucose was 253 mg/dl. The call was disconnected. Nothing further was reported.